Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding discordant falsely elevated cardiac troponin-I (ltni) patient sample results obtained on two (2) patient samples on a dimension xpand with hm system. Siemens is investigating the issue.

Event description:
Discordant falsely elevated cardiac troponin-I (ltni) patient sample results were obtained on two (2) patient samples on a dimension xpand with hm system. The discordant results were reported to the physician(s) and were not questioned. The same samples were reprocessed on a non-siemens instrument on the same date and lower results, considered correct, were obtained. The two (2) samples were initially processed on the non-siemens instrument and lower results, considered correct, were obtained and reported previously. Therefore, no corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated cardiac troponin-I (ltni) patient sample results.

Manufacturer narrative:
Siemens healthcare diagnostics inc. Has investigated the event of discordant falsely elevated results with cardiac troponin I (ltni) on the dimension xpand with hm system with lot ea2314. Siemens has confirmed that dimension cardiac troponin I (ltni) lot ea2314 shows a positive bias with lithium heparin plasma samples from individuals that are expected to be below the 99th percentile of 0.07 ng/ml [0.07 ug/l]. Troponin values as high as 0.20 ng/ml [0.20 ug/l] have been observed with lithium heparin plasma that are expected to be within the 99th percentile. Serum samples collected from normal, healthy individuals whose results fall within the reference interval or below the 99th percentile of 0.07 ng/ml [0.07 ug/l] were not impacted by this issue. Urgent medical device correction, dc-22-02.a.us dated may 18, 2022 and urgent field safety notice dc-22-0-02.a.ous dated may-2022 was sent to all customers who had been shipped dimension cardiac troponin I (ltni) lot ea2314. Siemens recommended that customers use serum patient samples only when processing samples with ltni lot ea2314. The customer was instructed to discard ltni lot ea2314 if their laboratory is not able to use serum samples. Initial MDR 2517506-2022-00082 was filed on 22-apr-2022.